Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
During servicing at zoll, the autopulse platform sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). The root cause of fault 27 was a malfunctioning encoder, likely due to the device's aging. The autopulse platform was manufactured in 2012 and is over 11 years old, well past the expected serviceable life of five years. The encoder needs to be replaced to address the observed fault code. Upon visual inspection, no physical damage was observed. The brake gap inspection was performed, and the brake gap was verified to be within the specification. A load cell characterization test confirmed that both cell modules function within the specification. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During servicing at zoll, the autopulse platform sn (B)(6) failed initial functional testing due to fault 27 (encoder fault). No patient involvement.